Event description:
This rv lead was implanted on (B)(6) 2011 and remains implanted at this time. A call was placed to technical services on 08/11/2016 stating that the lv tip1 to rv shows noise but the device isn't showing it. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).